Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of image issues was confirmed. The unit was powered up and operated as expected, however a closer inspection reveled that the probe has a deep scratch on the edge of the face of the probe. The root cause is due to device use.

Event description:
It was reported images on scanner are unclear. No other information was provided.